Event description:
It was reported that the system 9800 would not initialize properly at all times. It takes several attempts at times for the system to completely initialize. Once initialized there was no further problems. There was no adverse pt involvement reported. There was no further pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The single board computer, image processing circuit board, and hard drive were replaced. The system was reformatted and the latest software reloaded. The system was tested and found to be working as intended and placed back into service.